Event description:
After an implantation period of approx. 31 months, it was reported that the device shows the eri status. The ICD has been replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The programmed parameters were inspected. High left ventricular pacing outputs were documented. Therefore, a faster battery discharge result due to a high current program. It is therefore reasonable to assume that the reported elevated left ventricular threshold and corresponding pacing outputs have led to the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It was reported that the ICD was explanted. In conclusion, the device was not returned for analysis. There was no indication of a material or manufacturing problem. Should additional relevant information become available, the investigation will be updated.